Manufacturer narrative:
The viasys field service rep performed an initial evaluation of the device at the user facility and was unable to reproduce the reported event. The viasys field service rep ran the device for several hours with no problems. It was determined by viasys respiratory care to return the device to the manufacturing facility for additional evaluation. The viasys failure analysis lab recommended that the device be upgraded to the latest software revision and that the power supply assembly be replaced as a precaution. The device will be upgraded to the latest software revision, have the power supply assembly replaced as a precaution and will be ran through a complete calibration and checked out to ensure that it meets all factory specifications. Upon completion, the device will be returned to the user facility ready to be placed back into service.

Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility representative. "I received a call from respiratory director stating that vela comp d went inop while on patient. According to respiratory therapist who was taking care of patient at the time, upon entering the patient's room noticed that the ventilator was not ventilating, the vent was hot to touch, the circuit was very hot, unit was alarming h/w fault, ac&dc lights were flashing red, and therapist noticed that patient's oxygen saturation had dropped to 40. Respiratory therapist quickly disconnected patient from vent and immediately begin to bag patient with ambubag, and was able to get patient's oxygen saturations back up into the 90 percentile. After incident, patient was placed back on the same ventilator, with no further problems from vent. Apparently, the vent began to ventilate appropriately and the h/w fault alarm went away." The following description of the event was reported to viasys via a letter from the user facility in response to a letter sent by viasys requesting information. "Tech heard alarm - went to room red lights on ac/dc blinking top of screen red and flashing h/w all reading lt. Side of screen fl02 not showing sats (dropped) to low 40's - tech took pt. Off and placed pt. On ambu. Pt. O2 sat (raised) to 97% within 1 minute."